Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing from package, the catheter was noted to be fractured. The procedure was completed with another device.